Event description:
It was reported that the patient was seeing ¿ens¿ on their patient programmer on the morning of the report. It was noted that the patient was ¿all charged up¿. It was noted that the patient saw a screen on their patient programmer that showed ¿a wire going down to another device¿ and a picture that looked like the ¿on off¿ switch. It was noted that prior to seeing the screen the patient was charging their device. It was noted that the patient had been using the antenna locate feature during their recharging. It was noted that the patient did not actually see ¿ens¿ on their screen. It was further reported that the patient was unable to adjust their stimulation. It was noted that the display on the patient programmer was showing the ¿in the box¿ icon. It was noted that a manufacturer representative checked the device with a clinician programmer and all of the programming was fine. It was noted that the representative ended the session and the patient programmer was working good at the time of the report. It was noted that the impedances were checked and they were all within normal range. It was noted that there were no malfunctions seen and at the time of the report the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4) implanted, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2013, product type: lead. (B)(4).